Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator reached elective replacement indicator (eri). The physician alleges that the device did not meet its expected longevity and reached eri prematurely. The patient presented on (B)(6) 2018 for replacement procedure and the device was explanted and replaced. The patient was stable post-procedure.